Event description:
Customer reported a malfunction with the pump, displaying malfunction code 16. There was no reported impact to the customer's blood glucose level as the customer declined to answer whether levels exceeded 500 mg/dl. Tandem technical support planned to replace the pump, confirmed the shipping address, and provided instructions for returning the malfunctioning pump. Customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery while awaiting the replacement.